Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and determined that blood had entered unit through catheter. No blood found past safety disk or pim. The fse replaced all contaminated parts and performed a full functional in conjunction with a pm. All safety, electrical, and functional tests passed to factory specifications. Unit returned to customer.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that a balloon ruptured on a cardiosave intra-aortic balloon pump (iabp). There was no patient harm.